Event description:
The customer reported that while running a hepatitis b surface antigen assay summit sample handler did not aspirate the correct volume in position h11 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.